Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd alaris¿ lvp 20d dehp 2ss cv experienced leakage. The following information was provided by the initial reporter: it was reported by customer that primary tubing is leaking right where it attaches to the pump.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of pumping segment leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0500 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that bd alaris¿ lvp 20d dehp 2ss cv experienced leakage. The following information was provided by the initial reporter: it was reported by customer that primary tubing is leaking right where it attaches to the pump.